Event description:
It was reported that the insulin pump alarmed no delivery and customer had used a total of 7 infusion sets. Troubleshooting was done. Customer's blood glucose was 14mmol/l. Customer stated that the reservoir with insulin was stored in the fridge and it does not get into room temperature. The customer was advised to do a complete infusion set and reservoir change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.